Event description:
This is the same event and the same pt reported under MDR ID# 2939859-1999-00123 (collagen corp #1025365). This is the first MDR submitted for the first suspect product. A physician reported a pt who was originally skin tested on 04/09/98 and reskin tested in october 1998 with negative results. On 11/04/98, the pt wsa treated with two formulations of product in the glabella, nasolabial folds, upper and lower vermilion borders. On 11/06/98, the pt was examined in the office and the physician noted the glabella and the nasolabial fold treatment sites were tender. On 11/09/98, the pt was examined and the physician noted the glabella and nasolabial folds were red and tender. The physician prescribed accutane and prednisone. In 01/99 [exact date unk], the pt was examined and the physician noted the swelling at the glabella and redness at both skin tests. The physician injected triamcinolone in the glabella. On 04/06/99, the pt presented with continued swelling at the glabella. The physician injected triamcinolone in the glabella. The physician believed the symptoms were a hypersensitivity.